Event description:
It was reported that a patient has high impedance. It was indicated that the patient's diagnostics were normal in may, and there has been no notable trauma that could have caused this issue. Clinic notes were received for the patient's referral. Within the notes it was stated that the patient is not responding well to the magnet. Settings and diagnostics were reported. It was stated that the patient's seizures have been well controlled, and tolerated interrogation and diagnostic check without complaint of pain or discomfort. The patient denies any known falls or trauma. Anteroposterior and lateral chest x-rays were received and reviewed. Per the images received, the generator was located in the patient¿s chest. The connector pin appeared to be fully inserted and the feethru wires were intact. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. There is no strain relief loop present. Strain relief bend appears to be present and placed per labeling. Tie-downs are also placed per labeling with two tie downs and lead located parallel to the electrodes. The lead does appear to be behind the generator. The lead wires at the connector pin appear to be intact. An area where a possible lead break exists has been indicated on the image, right below one of the electrodes. Any lead fractures, discontinuities and sharp angles could not be assessed in the part of the lead that was not included in the image. Based on the x-rays received, the cause of the high impedance is likely the break noted below the electrode. Note that a microfracture cannot be ruled out based on the images provided. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Lead product analysis was completed and reviewed. Analysis was performed after allegations of fracture of leads, which were confirmed in the product analysis (pa) lab. He white and green electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead. During the visual analysis, of the returned 7mm portion quadfilar coil 1 appeared to be broken approximately 1mm from the distal end of anchor tether. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Quadfilar coils showed characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, eletro-etching, or material dissolution. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed with no other discontinuities identified. Based on the findings in pa lab, discontinuity in the returned portions of the lead may have contributed to the stated allegations of lead fracture. Note that since the white and green electrodes were not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
The explanted vns generator and lead were received by the manufacturer. Generator analysis was completed. The reported high impedance was not duplicated with the generator in the product analysis, or pa, lab. Various electrical loads were attached to the generator and results of the diagnostic test demonstrate that accurate resistance measurements were obtained in all instances. The reports of "altered perception of stimulation" and no "stimulation" could be evaluated in the pa lab; however, proper functionality of the generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24 hours and the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output and demonstrated the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the generator. The lead is pending product analysis.

Event description:
Information was received that the patient's lead has been explanted and replaced due to the high impedance reported. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site therefore the patient's lead was not received for analysis to date. No additional relevant information has been received to date.